Manufacturer narrative:
One device was returned for repair. There was no relevant service history or event history. Complaint that the device failed upstream occlusion (uso) test cannot be confirmed. Upon further investigation, found lcd lens damage and downstream occlusion (dso) seal lifting. Replaced dso seal and lcd lens. The device passed all testing criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed an upstream occlusion test. There was no patient involvement.